Event description:
Reported one false positive flu a result on sofia flu+sars. Patient was asymptomatic. No confirmatory testing completed. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.